Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the electrocardiogram connector on the link electronic module (lem) board was very loose and the link electronic module (lem) board was replaced and recalibrated to resolve. Additionally the hard drive was reconfigured and the software reloaded and updated. It was further noted that the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) connector inside the lid was loose and that when the ECG cable or slave cable were connected it gave artifact (i.e. Multiple spikes). It was further noted that the cables were tested with another programmer and noartifact was seen. It was also reported that the radiofrequency programmer head returned with the programmer was in need of new rubber backing. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.